Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention by paramedics due to low blood glucose levels. The customer declined troubleshooting on the insulin pump, stating that the issue had been her fault and had nothing to do with the device. She stated that she was unsure how low her blood glucose levels got, but her son called the paramedics. She stated that she was really confused leading up to the emergency call. The paramedics treated her with b50 vitamins, but she was not taken to a hospital. She stated that she had bolused to eat, then got sick and wound up not eating. Her blood glucose levels dropped rapidly as a result. The blood glucose reading was 250 mg/dl after treatment by paramedics. She noted that her blood glucose levels started to drop again, so she ate to keep them up before sleeping. Nothing further reported.